Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device was received for evaluation. During evaluation, the device had the number 7 key stuck in the keypad. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device had the number 7 key stuck in the keypad. No additional information is available.